Event description:
The pt reported a system failure alarm that he could not confirm. Pt said that the blood glucose (bg) levels had been abnormally high over the weekend, but otherwise there was no indication that something was wrong with the pump. The next day, the hosp reported that the pt had come to urgent care with a low bg. The pump history indicated that the total delivery that day was the same as the previous day.